Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
This device is used under emergency circumstances when other means of venous/arterial access are unsuccessful. The device used in this event broke, resulting in an unsuccessful attempt to resuscitate the infant.